Event description:
It was reported that while the getinge service territory manager (stm) attempted to load the b14 software on the cardiosave intra-aortic balloon pump (iabp), upon getting green check marks, the fse attempted to reboot unit and received code f5. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue discovered that the usb from getinge was corrupt. To address the issue the stm replaced the affected components all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while the getinge service territory manager (stm) attempted to load the b14 software on the cardiosave intra-aortic balloon pump (iabp), upon getting green check marks, the fse attempted to reboot unit and received code f5. There was no patient involvement and no adverse event was reported.